Event description:
Patient's blood sugar is over 600 mg/dl. Target range: 80-120 mg/dl. Patient used an injection to correct her blood sugar. Patient did not require outside assistance to treat her blood sugar. Patient blames her high blood sugar on a blockage in the tubing that was in use today before her cartridge change. Pump did not alarm e4, but patient believes that the pump should have alarmed e4. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.